Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure coil and fibers were embedded in endometrial cavity') in an adult female patient who had essure (batch no. 731804) inserted. The patient's medical history included endometriosis, paratubal cyst, pelvic pain female, menorrhagia, dysmenorrhea, uterine enlargement, cystoscopy and bladder injury. Previously administered products included for an unreported indication: percocet and motrin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bi lateral salpingectomy with left cornual wedge resection, removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both fallopian tubes are occluded without flow into the tubes compatible with successful tubal ligation. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the left essure coil and fibers were embedded in endometrial cavity") in an adult female patient who had essure (batch no. 731804- invalid) inserted. The patient's medical history included endometriosis, paratubal cyst, pelvic pain female, menorrhagia, dysmenorrhea, uterine enlargement, cystoscopy and bladder injury. Previously administered products included for an unreported indication: percocet and motrin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bi lateral salpingectomy with left cornual wedge resection, removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both fallopian tubes are occluded without flow into the tubes compatible with successful tubal ligation. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.